Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the implant, the patient experienced numbness and drooping around their lower right lip. The patient reported that they had to pull their lips down to get food into their mouth. The patient's physician was made aware, and per their opinion, the event was caused by hypoglossal nerve being injured but could also represent a stroke. Following evaluation, a stroke was ruled out. There was no plan for further intervention and the numbness was expected to resolve. As of (B)(6) 2025, the lip drooping was not yet resolved but continues to improve.

Event description:
A barostim system was implanted on (B)(6) 2025. Following the implant, the patient experienced numbness and drooping around their lower right lip. The patient reported that they had to pull their lips down to get food into their mouth. The patient's physician was made aware, and per their opinion, the event was caused by hypoglossal nerve being injured but could also represent a stroke. Following evaluation, a stroke was ruled out. There was no plan for further intervention and the numbness was expected to resolve. The patient was seen for a follow up on (B)(6) 2026, and it was confirmed that the lip drooping resolved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11 cvrx ID # fc-001152.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the event was likely caused by hypoglossal nerve being injured but could also represent a stroke. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the implant, the patient experienced numbness and drooping around their lower right lip. The patient reported that they had to pull their lips down to get food into their mouth. The patient's physician was made aware, and per their opinion, the event was caused by hypoglossal nerve being injured but could also represent a stroke. Following evaluation, a stroke was ruled out. There was no plan for further intervention and the numbness was expected to resolve.